Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The caller reported that the patient was not getting to the bathroom in time. During the call patient services reviewed how to increase stim, the caller was able to increase stim on the call and was redirected to follow up with the patient's healthcare professional (hcp) if the symptoms did not resolve. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient's husband who repeated the complaint and stated that he does know how to make an adjustment however requested assistance. The caller was able to connect and increase the setting. Patient advised to now monitor symptoms. Additional information was received from the patient's husband. Caller stated they need to reset the patients device because the patient is peeing their pants too much. The caller successfully increased stimulation from 2.6 v to 3.1 v and is comfortable. Patient will monitor symptoms now that change was made and will follow up with hcp if it doesn't resolve. Caller mentioned that about a month ago the patient was in the hospital and rehab for about 2 weeks due to a bladder infection. No further complications were reported.